Event description:
It was reported that an anti-siphon patient controlled analgesia (pca) extension set could not be disconnected from an unknown device. The customer observed that the unknown device had broken off inside of the anti-siphon pca extension set's injection cap. The process step that this malfunction was identified is unknown. It is unknown if there was patient involvement; there has been no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up emdr will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection of the sample identified that an unknown part had broken off inside the disk snap on bard. The cause of the reported condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The exact date of this event is unknown. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.